Event description:
An alleged incident of overinfusion was reported with an ambulatory infusion pump that resulted in injury to the patient. It is alleged that the pump infused more than the programmed amount of 70mg of morphine. This alleged infusion was noticed when the patient was difficult to awaken; reportedly the patient was also experiencing depressed breathing. The patient's hospitalization continued for several days after the incident then was discharged.